Event description:
Report #1 of 5 received of a customer having difficulty delivering IV medication via the clave during a cardiac stress test. The primary piggyback set was connected to the pt IV access site and was infusing d5w. A plum set primied with persantine was connected to the primary set distal clave port. When the persantine was initiated, the pump alarmed. The customer disconnected the tubing containing persantine from the clave port, successfully flushed it with "about 3cc's of saline", and reconnected the tubing to the clave. The pump was turned on and the persantine infusion then delivered without problems. The customer reported there was no delay in critical therapy or adverse pt effect.